Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the resets was contamination on the battery pca, a shorted q1 current-controlling transistor, a shorted u13 cmos flash microcontroller, and a shorted d2 diode on the bedside pca. The damage to the transistor, microcontroller, and diode was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned charger sn (B)(4) and reported that the charger was unable to charge a battery.